Event description:
Caller states that the neonate pt tested 36mg/dl on the device and 59mg/dl on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.